Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported some further detail regarding the previously reported infection. The reporter stated the infection was from a "problem with the mesh that was in there" when it became infected, therefore needing a pump revision. The patient required a pic line for 8 months and had home health care assistance during that period. The drug being delivered via the device was morphine. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the pump was removed due to infection. The drug in the pump at the time of the event was unknown. Additional info has been requested from the hcp, but was not available as of the date of this report.